Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is 85 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector on the liquid crystal display board. The insulin pump was received with minor scratches on the display window.